Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-may-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 32.82 mcg a day 100.0 mcg / ml dilaudid (hydromorphone) 3.282 a day 10 mg / ml via an implantable pump. It was reported that the catheter unable to aspirate during early replacement indicator (eri). There were no known environmental/ext ernal/patient factors that may have led or contributed to the issue. Action/intervention: revised with 8784. The catheter was discarded. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history was unknown. The patient was alive.